Manufacturer narrative:
Insulin pump passed the displacement test but occlusion anomaly during the rewind on basic occlusion test due to protruded drive support disk. Unable to perform the occlusion, prime/a33 and excessive no delivery test due to loose drive support disk. (B)(4).

Event description:
Information received by medtronic indicated that the insulin had an issue during the priming process and was not able to get out of rewind. Customer stated drive support cap was normal. Troubleshooting was performed and the insulin pump did exit the rewind bolus delivery loop and did complete the fill tubing process successfully. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.